Event description:
During an exploratory laparoscopic appendectomy, the hook from an integra lifescience hook electrode bovie broke off. The hook was noted as being missing and retrieved prior to the closing of the pt and did not require conversion to open procedure. It was located using fluoro and extended the procedure by one and one-half hours. Pt experienced no post-operative complications and was discharged home next day. Diagnosis or reason for use: laparoscopic appendectomy.